Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last year was traveling through barcelona and going through a scanner, the device was turned off and didn't know about it for several weeks. The patient wasn't acting correctly. When they came back and tried to recharge the implant, it kept beeping like it was fully charged however the patient hasn't had a charged for about 10-12 days. A manufacturer representative (rep) told them to use the patient programmer to check and make sure that the implant is on.